Event description:
It was reported that a low battery alarm occurred twice over one night, even after using fresh batteries. No patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other text: no product was returned. We are unable to confirm the reported complaint. The investigation determined a probable, but unconfirmed, cause of the reported event to be an issue with the internal real time clock battery. If the product is returned this complaint will be reopened for further investigation. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. As there was no indication of a manufacturing defect during the investigation and the device was beyond a year from its manufacture date, no device history review was performed. Per service history review this device has not been in for service in the past twelve months and there was no indication the complaint was related to a previous service.